Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal pain medication via an implanted pump system. The hcp stated that a patient with a pain pump had a motor stall. Additional information was requested to determine the patient's identifying information, the patient's managing physician, and the most appropriate person to contact for additional information regarding the reported pump motor stall.